Manufacturer narrative:
Three (3) good faith efforts (gfe) attempts were made to obtain additional information on this complaint event. No response has yet been received, but if additional information is later received, we will submit a supplemental report. Updated fields: b4, g4, g7, h2, h6 (evaluation method, result, and conclusion codes), h10.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) shut off. It was also reported that there were no logs available and the iabp does not turn on. There was no harm or injury to the patient and no adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was reviewed and no non-conformances related to the reported event were noted. A getinge field service engineer evaluated the unit and replaced the solenoid driver board. A supplemental report will be provided when we receive additional information. (B)(6).

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) shut off. It was also reported that there were no logs available and the iabp does not turn on. There was no harm or injury to the patient and no adverse event was reported.